Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. On (B)(6) 2018 the patient presented to the clinic and the right ventricular lead noise could be reproduced. The lead was reprogrammed. The patient did not experience symptoms. No additional information was reported.